Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended.